Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) via manufacturer representative regarding a patient who was receiving unknown morphine drug (did not ask mg/ml at did not ask mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was reporting that their pump was not working so the healthcare provider (hcp) performed a dye study on (B)(6) 2024 and the hcp was able to aspirate some but not a lot. The hcp reported pressure and difficulty when pushing the dye. They also took an x-ray, and no issues were found with the catheter that day. The company representative (rep) stated that he discussed with the hcp the possibility of a granuloma at the catheter tip and magnetic resonance imaging (MRI) was ordered. The rep stated that the granuloma was confirmed on (B)(6) 2024, and they have a surgery scheduled to replace the pump and catheter on (B)(6) 2024. According to the registration the whole system was explanted on (B)(6) 2024.

Manufacturer narrative:
Concomitant medical product: product ID 8709, serial# (B)(6) implanted: (B)(6) 2006 explanted: (B)(6) 2024 product type catheter pro duct ID 8596sc, serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #:(B)(6) , ubd: 10-mar-2008, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(6), ubd: 23-aug-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.